Event description:
It was reported that during a lap appendectomy procedure, on the third firing, the stapler partially fired and cut the tissue. The cartridge became dislodged while manipulating the stapler around the tissue. The surgeon converted to a mini laparotomy to complete the case. There was no additional patient consequence.